Event description:
It was reported by the surgeons office that there was a revision on (B)(6) 2014. Patient assessment: osteomyelitis left calcaneus, differential consideration of excessive inflammatory reaction to the absorbable bone anchors, retained surgical hardware complication, ulcer of the heel. From the revision on (B)(6) 2014: removal of implant, deep I&d involving bone. Surgical preparation or creation of recipient site by excision of open wounds.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.